Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. Visual examination of the returned device revealed that the catheter shaft was noted to be broken at the strain relief at the proximal end of the device. As per the event description, the catheter was found buckle after opened and this was confirmed from the device analysis. It is probable that the device was damaged as a result of handling of the device during removal of the device from its packaging. Therefore, an assignable cause of "human factors (handling)" has been assigned to this investigation.

Event description:
The investigation of the return product revealed that the catheter (subject device) shaft was found to be broken. There was no patient involvement..